Manufacturer narrative:
The field service representative later returned to the site and found that some debris was floating in the incubation bath. The bath was cleaned and the customer performed quality control and precision. Results were to their specification. Device subassembly = incubation bath.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for vancomycin. An aliquot tube from the sample, prepared by the modular pre-analytics system, initially resulted as 66.9 ug/ml and this value was reported outside of the laboratory. The pharmacy questioned the result and requested for the sample to be repeated. The customer pulled the parent tube of the same sample on (B)(6) 2012 and ran it on a different c502 module where it resulted as 16.1 ug/ml. The 16.1 ug/ml value was believed to be correct and a corrected report was issued for this value. The customer also repeated the parent tube sample on the original analyzer (serial number (B)(4)) where it resulted as 15.6 ug/ml. The patient was not adversely affected by the event. The vancomycin reagent lot number was 65620201 with an expiration date of 10/31/2012. The field service representative could not determine a cause for the issue. The customer performed a precision check and the results were to their specifications.